Event description:
The customer alleged that there was a green material on the laryngoscope, where the blade attaches to the scope. The customer stated that the material is being melted by the sterrad. The customer has been processing the scopes in the sterrad unit for approx a year and one-half. The customer does not know if the device is compatible with the sterrad unit and has yet contacted the scope manufacturer. The customer stated that there was no patient involvement and no injuries were reported from the event.